Event description:
Reportedly, a piece of the valve on the device broke off when an instrument was introduced through the cannula. The piece fell into the patient's cavity. The piece was retrieved without difficulty. No patient injury was reported.